Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an issue fitting the cartridge onto the pump. Additionally, the customer experienced issues charging the pump battery. There was no reported adverse impact to the customer's blood glucose level. Although requested, no additional information was provided.